Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is lymphadenopathy and lymphoma. The event of lymphadenopathy and lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "right axillary nodule for 3 months" and alcl cd 30+ and alk+. The device remains implanted.

Event description:
Patient representative reported increased pain following implant procedure, patient¿s ¿right arm began to swell,¿ and lump presented in the armpit. Healthcare professional diagnosed an abscess, antibiotics were given, and ¿withdrawal¿ was performed to remove it. Abscess was later ruled out and surgery was performed to remove the lump. Immunohistochemistry found ¿anaplastic lymphoma of large t cells¿cancer in the lymphatic system¿ and ¿no monoclonal lymphoid cells were detected.¿ treatment included six chemotherapy sessions causing patient pain. Patient ¿felt that the world was collapsing,¿ experienced ¿psychological upheavals, affected self-esteem, saw {patient¿s} hair fall out, and feared every day.¿ healthcare professional felt ¿the condition was under control¿ and periodic examinations are needed to monitor for reoccurrence. The device remains implanted, but patient feels there is ¿a real time bomb inside.¿ the events of lymphoma, depressive symptoms, pain due to cancer treatments, and hair loss are unrelated to the breast implant.

Manufacturer narrative:
Additional, changed, or corrected data: b.5, b.6, g.1, g.3.